Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter (1 of 3): it was reported by customer that they had trouble with the "blood control." After the tech pressed the button to retract the needle blood just starts gushing back. 20 aug customer response: all three events involved 3 different patients and 3 different techs starting the IV. I personally witnessed 2 out of the 3 instances.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of complications with blood control was confirmed and the cause appeared to be packaging related. Nine 20g insyte autoguard units were received in sealed packaging from lot #4361605. A functional test revealed a leak from the catheter adapter of one IV catheter during the blood escape test. It was identified that a non-blood control insyte autoguard device was contained within an insyte autoguard with blood control unit package. It appeared that the product was mixed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.